Manufacturer narrative:
(B)(4). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. The cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain alarm. The patient was not connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The customer contacted baxter's technical service center regarding a registered nurse question on the homechoice displaying call peritoneal dialysis registered nurse (pdrn), which occurred on the homechoice during use. Per the registered nurse, the home patient home lost power 3 to 4 times that night and the homechoice was okay after the last one, but was now displaying call pdrn. The technical service representative explained the alarm and the registered nurse would keep the homechoice. The registered nurse would help the home patient get the previous night's readings and ask them to use the homechoice for the night. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.